Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A protege rx was intended to be used for treatment in the common carotid artery. It was reported during the carotid artery stenosis stent implantation procedure, the 8-6-40-135 carotid artery stent was selected. The thumbscrew/lock-pin was checked for securement prior to procedure. Severe resistance was noted during advancement. It is unknown if the thumbscrew/lock-pin was removed prior to attempted deployment. After reached the lesion site, there was resistance to the deployment of the stent, which was very difficult to deploy. The stent was replaced to complete the case, no intervention was required for removal of the device and the device was safely removed from the patient. The stent struts were exposed/visible on removal. No patient injury.